Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable cholesterol, hdl, ldl_c ldl-cholesterol plus 3rd generation, and trigl triglycerides results for one patient sample. Of the data provided, only the results for ldl and triglycerides were discrepant. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The ldl reagent lot number was 200757 with an expiration date of 31-jul-2018. The triglyceride reagent lot number was 238467 with an expiration date of 31-may-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The provided reaction data shows abnormal reaction kinetics for the undiluted sample. It was stated the patient has lipid disorder/abnormal liver function. The hdl and ldl assays are of limited diagnostic value because the lipid pattern is abnormal due to the presence of lipoproteins with abnormal lipid distribution. This abnormal lipid pattern is not recognized by the direct test and can cause false results. This is documented in product labeling for the assays.